Event description:
The customer called for help with his contour meter. He performed a control test while troubleshooting and received a result of 194 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter was sent to the customer.